Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported there are two black "blots" on the display of a new, unused infusion device, and the numbers and letters cannot be read correctly. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The display passed the optical and functional investigation successfully and complies with the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.